Event description:
It was reported that during the procedure in the renal artery, the herculink plus stent delivery system was advanced to the target lesion without resistance. An attempt was made to deploy the stent; however, the balloon did not inflate and the stent did not deploy. Pinhole was suspected. The stent delivery system was removed from the anatomy without resistance and another new same device was used to successfully treat the target lesion. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon and contrast in the inflation lumen, consistent with being advanced over a guide wire and into the anatomy. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded, indicating that it had not been inflated. There was a tear in the guide wire exit notch extending distally, for a length of 1.5 cm. The material at the tear was jagged. There was a kink in the shaft 17 cm proximal to the proximal balloon seal. There was no other damage noted to the sds. During functional testing, a new indeflator was filled with contrast medium; diluted 1:1 with colored water and was used in an attempt to inflate the balloon to rated burst pressure when it was observed fluid coming out from the tear in the guide wire exit notch. The failure to inflate appears to be due to the tear in the guide wire exit notch. This tear is likely the result of interaction with the guide wire. If the sds and guide wire are pulled apart from one another in the opposite direction, the guide wire will tear in the rx notch of the catheter. The tear extended distally into the inflation lumen, resulting in the failure to inflate. It was reported that the herculink plus was being used to treat the renal artery, it should be noted that the herculink plus instructions for use states that: the rx herculink plus biliary stent system is intended for palliation of malignant strictures in the biliary tree. The off-label use does not appear to have contributed to the tear in the inflation lumen. A review of the lot history record was performed and there were no nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication of a product quality deficiency. All stent delivery systems are 100% visually inspected online for damage. Additionally, a sampling of units is subjected to reliability testing to verify product quality.